Event description:
Additional information was received, and the issue occurred during preparation for a diagnostic colonoscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b3, b5, e2, e3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, it is surmised that the probable cause of the malfunction was user error, specifically the occurrence of error code 'incompatible scope (e315)' due to the device being used with the videoscope cable exera ii (maj-1430) connected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that error code e315 occurred on the video processor. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.